Event description:
The manufacturer received information alleging simplygo mini compressor not working within parameters. The device was not known to be in use on a patient at the time of the occurrence. The simplygo device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's pca has burn marks, it needs to be replaced. Compressor does not work in normal parameters; it needs to be replaced. Balancing valve is defective. Sieves are clogged, air side and o2 side have leaks. Rear enclosure is damaged; it has to be replaced. The root cause isn't confirmed at this time. The manufacturer's investigation is ongoing. If new additional information is received a follow-up report will be submitted.